Event description:
The lay user/pt contacted lfs alleging that the one touch ultra 2 meter does not power on. The pt mentioned that she had dropped the meter in the bathroom in 2009 at around 10:00 am. At the time, she did not exhibit any symptoms and did not take any medication. Approximately 4 hours later, she reportedly felt shaky, dizzy and weak. She the treated herself with food and/or a beverage. She did not seek any further medical attention or contact her physician for assistance. The pt's meter was replaced. The complaint is being reported since the pt was unable to test due to the alleged issue and developed symptoms suggestive of hypoglycemia four hours later and self-treated with food and or beverage.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.